Event description:
Customer called on behalf of her son who said that he felt the cannula fire, but then he experienced unexplained high blood sugars. He wore the pod for 14 hours before de-activating it and taking insulin by injection. His blood sugars were well over 500. They took him to the hospital at which point they put him on an i.v. She said when they go to the hospital, his blood sugar has already started to come down as it was 365. She said that he doctor/nurse had looked at the pod and said that it appeared as if the cannula had never inserted into her son's site as there was no circular mark on his body. Also, it appeared that the cannula was bent. Based on the description of the event as reported, it appears that the patient, or a parent of the patient, did not visually verify proper placement of the cannula after activation, as instructed in the product instructions for use.

Manufacturer narrative:
The product was not returned for evaluation as of the date of this report. No further information available at this time. Evaluation results will be provided if product is returned after date of this report.